Event description:
It was reported "nurse aborted PICC due to resistance. Ir consulted for central line placement. X-ray showed possible stylet wire in patients vascular system. Wire was retrieved from patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.